Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 412 mg/dl and an unspecified level of ketones identified as dangerous by healthcare provider. The customer alleged that the pump was not delivering insulin as intended; however, a system check performed by tandem technical support confirmed that the pump was functioning as intended. Customer was treated with intravenous fluids of saline and insulin and was discharged on 10/18/2023 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.